Manufacturer narrative:
Findings: unit received with missing retainer and reservoir tube lip o-ring. However, no cracks at the reservoir tube lip were noted per visual inspection. Unable to perform displacement test due to physical damage. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the crack was present on the reservoir thread ring. The customer's blood glucose level was unknown. The customer will return insulin pump for analysis.